Event description:
Contact stated that the meter display is missing the 100s position and the lower half of the 10s position. The contact was asked to return the meter for further eval and a replacement was provided. The contact was invited to call 24/7 with future questions/concerns.